Event description:
The following description of the event was documented by a carefusion tech support specialist in response to info provided by a distributor in (B)(6). "Our dealer claims this unit screen is black when the unit is power up and it does not deliver any gas, there is a constant audible alarm. They claim the main pcb was replaced with a good known pcb from their stock and the problem was corrected. They claim this ventilator was not on a pt when the problem occurred."

Manufacturer narrative:
(B)(4). The foreign distributor determined that the cause of this event was a faulty main board. The foreign distributor was shipped a replacement main board to repair the device and return it back into service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty main board for eval. As of 02/17/2015 the alleged faulty main board has not been received. Should the alleged faulty main board be received and evaluated, a follow up medwatch report will be submitted.